Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("loose essure fragments were removed from my uterus"), abdominal pain lower ("immediately after the essure procedure, a stabbing pain arose in my lower abdomen"), arthralgia ("my joints hurt a lot. It started with one finger and the pain continued to spread/ the pain had spread to my shoulders, elbows, knees, ankles"), peripheral swelling ("my hands were swollen, stiff and sore for 24 hours a day"), musculoskeletal stiffness ("my hands were swollen, stiff and sore for 24 hours a day"), pain in extremity ("my hands were swollen, stiff and sore for 24 hours a day/ pain in toe"), loss of personal independence in daily activities ("this severely hindered me in my ability to perform daily activities, such as household chores and hobbies") and back pain ("immediately after the essure procedure, a stabbing pain arose in my back") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), arthralgia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), musculoskeletal stiffness (seriousness criterion disability), pain in extremity (seriousness criterion disability), loss of personal independence in daily activities (seriousness criterion disability), back pain (seriousness criterion medically important), asthenia ("I became considerably less energetic and had to "struggle" all day long to be able to do my work and household tasks, and then I would fall asleep early in the evening"), feeling abnormal ("my head felt like "cotton wool"), mood swings ("started having mood swings"), disturbance in attention ("I was less able to concentrate"), memory impairment ("my memory failed me more"), dry skin ("my skin became extremely dry") and menopause ("menopause"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dry skin was resolving and the abdominal pain lower, arthralgia, asthenia, feeling abnormal, disturbance in attention and memory impairment had resolved. The reporter considered abdominal pain lower, arthralgia, asthenia, back pain, device breakage, disturbance in attention, dry skin, feeling abnormal, loss of personal independence in daily activities, memory impairment, menopause, mood swings, musculoskeletal stiffness, pain in extremity and peripheral swelling to be related to essure administration. The reporter commented: I assumed that my symptoms were related to the menopause, which had already started. I thought I was unlucky to suffer from such intense menopausal symptoms and just had to deal with it. In (B)(6) 2021, my partner (who is a general practitioner) read about the many women who developed symptoms as a result of essure. (Summary case (B)(6) created). I had no idea whether my symptoms as described above could also be caused by essure, but I decided to have the coils removed anyway much to my surprise, the severe joint pain and pain in my lower back and abdomen disappeared within two weeks after surgery. Furthermore, I felt that I became more and more energetic, my concentration and memory problems disappeared, my brain fog was gone and my skin is considerably less dry! For me, there is no doubt that there is a connection between the inserted coils and my symptoms. First of all, I am very happy and relieved that I can live without pain and limitations again. However, I am and was very angry and sad: all those years, I have been hindered in my daily functioning due to the essure coils. My quality of life has also been seriously affected by this. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("loose essure fragments were removed from my uterus"), abdominal pain lower ("immediately after the essure procedure, a stabbing pain arose in my lower abdomen"), arthralgia ("my joints hurt a lot. It started with one finger and the pain continued to spread/ the pain had spread to my shoulders, elbows, knees, ankles"), peripheral swelling ("my hands were swollen, stiff and sore for 24 hours a day"), musculoskeletal stiffness ("my hands were swollen, stiff and sore for 24 hours a day"), pain in extremity ("my hands were swollen, stiff and sore for 24 hours a day/ pain in toe"), loss of personal independence in daily activities ("this severely hindered me in my ability to perform daily activities, such as household chores and hobbies") and back pain ("immediately after the essure procedure, a stabbing pain arose in my back") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), arthralgia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), musculoskeletal stiffness (seriousness criterion disability), pain in extremity (seriousness criterion disability), loss of personal independence in daily activities (seriousness criterion disability), back pain (seriousness criterion medically important), asthenia ("I became considerably less energetic and had to "struggle" all day long to be able to do my work and household tasks, and then I would fall asleep early in the evening"), feeling abnormal ("my head felt like "cotton wool"), mood swings ("started having mood swings"), disturbance in attention ("I was less able to concentrate"), memory impairment ("my memory failed me more"), dry skin ("my skin became extremely dry") and menopause ("menopause"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). At the time of the report, the dry skin was resolving and the abdominal pain lower, arthralgia, asthenia, feeling abnormal, disturbance in attention and memory impairment had resolved. The reporter considered abdominal pain lower, arthralgia, asthenia, back pain, device breakage, disturbance in attention, dry skin, feeling abnormal, loss of personal independence in daily activities, memory impairment, menopause, mood swings, musculoskeletal stiffness, pain in extremity and peripheral swelling to be related to essure administration. The reporter commented: I assumed that my symptoms were related to the menopause, which had already started. I thought I was unlucky to suffer from such intense menopausal symptoms and just had to deal with it. In (B)(6) /(B)(6) 2021, my partner (who is a general practitioner) read about the many women who developed symptoms as a result of essure. (Summary case (B)(4) created). I had no idea whether my symptoms as described above could also be caused by essure, but I decided to have the coils removed anyway. Much to my surprise, the severe joint pain and pain in my lower back and abdomen disappeared within two weeks after surgery. Furthermore, I felt that I became more and more energetic, my concentration and memory problems disappeared, my brain fog was gone and my skin is considerably less dry! For me, there is no doubt that there is a connection between the inserted coils and my symptoms. First of all, I am very happy and relieved that I can live without pain and limitations again. However, I amand was very angry and sad: all those years, I have been hindered in my daily functioning due to the essure coils. My quality of life has also been seriously affected by this. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.